Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 411mg/dl which was treated by giving correction of 1.3 bolus. Customer¿s current blood glucose was 340mg/dl. Customer states that insulin was exited. Customer alleged that insulin pump was under delivering. Insulin pump will not be return for analysis.